Event description:
In 2008, the patient reported that yesterday his insulin infusion headset fell off after a "couple of hours" of use. He stated he inserted the headset into clean dry skin, applying alcohol and then using an IV prep wipe. He stated he did not feel any resistance when the headset fell off. On follow up with the patient, he stated he is doing well now. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.